Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had rings on top of reservoir coming off. Customer's blood glucose value was unknown at the time of the incident. The customer stated that the rings come loose but not the reservoir as of yet. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button, and minor scratched lcd window.